Event description:
The customer reported communication errors. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable and adjusted the 5v power supply. System operates as intended. This MDR is related to ge healthcare.